Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device and associated products were returned for investigation. Visual evaluation of the returned product identified fragment of the screw in the implant's drive features. Additionally, there was bone residue/debris around the external and internal threads of the implant due to usage. The external threads were damaged possibly during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed due to the nature of the devices and events. Patient conditions reported were: bruxism & smoker. The implant had been placed on tooth # 4 for approximately 12 years. X-ray and picture images were not provided. A device history record review could not be performed since the item and lot numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complainant reported that the abutment screw fractured inside the implant's driver feature and could not be removed. The implant was consequently removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw fractured inside the implant's driver feature and could not be removed. The implant was consequently removed. The patient will return for a future implant placement.